Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired during implant. The physician was unable to manage the blood loss caused by lead perforation, and the patient passed away. The representative reported that the lead is still implanted and may likely be buried with the patient.